Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported "I was doing some placement sensor training at adult ICU during the night shift and when I came inside the unit, I was hearing the radical-7 ringing at bedside and not ringing at the unit central monitoring. The nurse was not there and the nursing staff was taking care of another patient while the radical-7 was ringing. After 20 minutes, one of nursing staff appeared next to me and I offered myself to help him to fix the problem with that radical-7. I went to a bed side with him, the room lights was turned off, and he asked the monitor to measure the patient blood pressure and there was not any value. The patient was supine under the bad, female, white, looking like (B)(6), with general edema, in low perfusion using norepinephrine (as I heard), hypotension, arrhythmia, was intubated in mechanical ventilation, with continuous eeg. I don't know her diagnosis. He asked for a colleague to take the lncs neonate sensor to place in the patient, but the sensor was not placed. And when they turned on the room light to change the sensor, they saw that woman was in cra. They called the physician, respiratory therapist and the nurse to start the CPR. Unfortunately, the patient died. There was no report by the customer about that situation. But the customer always complains about the satshare drop outs between radical-7 and drager delta monitor. It has been reported for two years."